Event description:
It was reported that a malfunction occurred on the pump, likely due to being left in the sun for an unknown amount of time. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and advised that the pump could continue to be used, with instructions to call back if the malfunction code appeared again. The customer understood and acknowledged these instructions.